Manufacturer narrative:
(B)(4). Visual inspection of the returned one 5-10316 et tube, hvt, 8.0 returned for investigation revealed that the inflation line had been cut. A repair pilot balloon was received inserted into the inflation line. The original inflation line and pilot balloon were not returned for investigation. No other defects or anomalies were observed. A functional inspection was performed. Upon injection of air with a lab inventory syringe, both the pilot balloon and cuff immediately inflated. The cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was reattached, and the air aspirated. Both the cuff and the pilot balloon deflated. No functional issues were found with the returned sample. A device history record review could not be conducted since the lot number was not provided. All endotracheal tubes are 100% inspected for both inflation and deflation at the time of manufacturing. The device IFU indicates, prior to use the operator should test the cuff inflation/deflation system, and check for leaks. No corrective action is required at this time as the complaint could not be confirmed. The removed parts were not returned for investigation. Therefore, the potential root cause of this complaint issue could not be determined.

Event description:
Customer alleges that the tracheal tube cuff could not be deflated when attempting to extubate patient. According to the complaint report after multiple attempts the cuff deflated, and the patient was extubated. Report states "no patient injury or consequence." Patient condition reported as "fine".